Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirt out of the tubing during prime. Device passed the displacement and self test. The drive support cap is not damaged. Customer already changed 4 reservoirs and two infusion sets. Customer did not know how to fill reservoir properly; customer was assisted on priming. Blood glucose value was 138 mg/dl. Nothing further reported.